Event description:
Name of procedure: ni. Event description: from [name] (account manager): unfortunately- another one misfired today. This one started putting out clips, but then stopped putting out clips and would not release another clip. Thankfully, the customer has saved this one. Intervention: ni patient status: no patient injury indicated.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the unit passed all relevant testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: ni. Event description: from [name] (account manager): unfortunately- another one misfired today. This one started putting out clips, but then stopped putting out clips and would not release another clip. Thankfully, the customer has saved this one if you could please forward me the instructions to forward to the customer so they can pack this up and get it back to you guys. Intervention: ni. Patient status: no patient injury indicated.